Event description:
It was reported that the patient presented for implant procedure. During the procedure, the right atrial lead was unable to implant. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was the right atrial lead was unable to implant¿. Final analysis found that as received, a complete lead was returned in one piece with the helix found partially extended with traces of blood. The helix was able to extend and retract after applying torque directly to the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies.